Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly on (B)(6) 2022, the physician verbally reported a case of infection. The infection was confirmed during routine follow-up, and the entire system was explanted on (B)(6) 2022. The date of the routine follow-up and the date of occurrence of infection were also unknown. The subjected ICD was implanted with leads from another manufacturer.